Event description:
The facility reported a colleague infusion pump with a error code 500:320:654:0000. It is unknown when this event occurred. According to the hospital representative, on patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 500:320:654:0000 was confirmed in the event history file during product evaluation. This failure code was due to a faulty pump head module keypad. The pump head module keypad was replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated.